Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the patient¿s follow-up clinic visit, the patient¿s lactate dehydrogenase (ldh) was trending upward. The patient was asymptomatic. On (B)(6) 2018 it was 491 u/l, on (B)(6) 2018 it was 455 u/l, on (B)(6) 2018 it was 599 u/l and on (B)(6) 2018 it was 615 u/l. On (B)(6) 2018, it was reported that the patient was doing well and had no complaints or issues. Weekly ldh labs were being taken at an outside hospital. The most recent lab was on (B)(6) 2018 and the ldh was 762 u/l.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed the reported pi values and transient elevations in power; however, a direct correlation between the left ventricular assist system (lvas) and the patient¿s elevated ldh could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.